Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during drain 3. The home patient (hp) stated that he disconnected earlier in the night and then reconnected. The hp would call the registered nurse (rn) in the morning and end therapy for the night. The patient was connected either at the time of the alarm or observed air. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed to use proper disconnect procdures when temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.